Event description:
It was reported that the ventilator had very low flow and volume with hi peep and low pressure alarms while connected to the pt. The pt had to be ambu bagged and taken to the hospital. There are allegations that ventilator malfunction caused pt harm.